Event description:
As reported, during a laparoscopic hernioplasty, the sorbafix enhanced fixation device was used to fixate the bard mesh. It was reported the first five fasteners were not fixated, the sixth fastener was fixed, and the rest of the fasteners were not fixed which turned on the mesh and fell. It was also reported that the fasteners came out normally but did not penetrate the mesh and tissue. It was also reported that the surgeon applied the correct pressure with his hand on the external wall. It was further reported that some loose fasteners were left inside the patient body. The procedure was completed with a linear suture. There was no reported patient harm or injury, and no medical intervention was needed.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device fasteners failed to fixate the mesh. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery, "compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed" addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the additional information provided. Based on the additional information, there is no change in the initial determination, no conclusions can be made. Updated fields: b4, b5, b7, g3, g6, h2, h3, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, the sorbafix enhanced fixation device fasteners failed to fixate the mesh. It was reported that only one fastener out of fifteen fasteners got fixated successfully. There was no reported patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device fasteners failed to fixate the mesh. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery, "compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed"